Manufacturer narrative:
Evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted the device had bent laminates and was applied over thick tissue causing the interlock to not function properly. It was reported that the jaws of the reload did not open at all, not involving tissue. The reported issue was confirmed. The product analysis noted evidence that the device was not used as intended. This issue may occur if the device was applied on over indicated tissue. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: failure to completely fire the reload will result in an incomplete cut and/or incomplete staple formation, which may result in poor hemostasis and/or leakage. Always inspect the tissue thickness and select an appropriate staple size prior to application of the endo gia¿ ultra universal short, endo gia¿ ultra universal or endo gia¿ ultra universal xl stapler. Overly thick or thin tissue may result in unacceptable staple formation. When positioning the stapler on the application site, ensure that no obstructions, such as clips, are incorporated into the instrument jaws. Firing over an obstruction may result in incomplete cutting action and/or improperly formed staples. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, before full firing to the end of the pancreas during a laparoscopic distal pancreatectomy, the black return knob was pulled back a little, and found that it was not fired to the end, and then fired again. Even though there was an abnormal sound like plastic cracking heard from the handle, it still fired to the end. The black return knob was completely pulled back after firing, but the tip of the reload did not open. The tissue inside the reload seemed to have been fired and resected normally, after a while, the tissue fell out of the reload, and even though the tip of the reload could not be opened, but it could be released from the tissue. There was no patient injury.